Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 24 and 36 hours, the site was painful, swollen, irritated and infected with an abscess full of pus along with high blood glucose (bg) levels of 23 mmol/l (414 mg/dl). The patient visited the doctor's office, who prescribed him 2 different antibiotics for the course of 3 weeks (penicillin) to be taken for 2 weeks and (co-amoxiclav) for a week.